Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 6.2, blood glucose reading 18.9mmol/l. It was also reported that the customer's insulin pump went into threshold suspend. Bent sensor was also reported. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.